Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report of the device popping and customer received a 2nd degree burn was not confirmed or observed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. Visual data of the electrode pads provided by the customer did show some evidence of discoloration on the pads, however no photos of the patient burn were provided. A burn during defibrillation is not an unanticipated outcome, and there are a number of factors that exist outside of a device malfunction that can cause a burn that include but are not limited to poor patient coupling of the pads to the patient, poor patient prep, the patient's skin condition, or a possible issue with the pads themselves. Poor coupling was likely the contributing factor for being unabel to discharge until a valid patient impedance was recognized. The device passed all final testing, was recertified and returned to the customer for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the first shock the device failed to discharge, the second shock a loud pop noise was heard, and after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained second degree burns.